Event description:
6fr sheath inserted in pt femoral artery. Wire inserted. Wire would not pass. Contrast injected. Perforation identified from video. Pt sent to surgery. Sheath obtained after surgery which showed frayed damaged sheath.